Event description:
It was reported while using bd 17 inch ext w/.2 fltr & vlv port the tubing separated. There was no report of patient impact. The following information was provided by the initial reporter: tubing is disconnected.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 15-nov-2022. Investigation summary: the customer reported tubing disconnected and returned two used samples of material 20027e. The samples were both separated at the filter, one at the inlet, one at the outlet, and the complaint of separation x2 is verified. The tubing on both cases was cracked, and crudely ripped off of the filter. The root cause for the separation related to the manufacturing process, and a quality improvement plan is underway for the material. Device history record review for model 20027e lot number 21069598 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported while using bd 17 inch ext w/.2 fltr & vlv port the tubing separated. There was no report of patient impact. The following information was provided by the initial reporter: tubing is disconnected.